Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 22.2 mmol/l. The customer current blood glucose as 18.5 mmol/l. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.